Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump had total power loss without warning. The patient reported that the battery was changed multiple times and the pump was still not able to power on. The patient stated that he used the same batteries and battery cap on an old pump and the pump powered on properly. This report is made based on the allegation of the pump power loss.

Manufacturer narrative:
(B)(4): the black box showed multiple unexplained power events. The battery compartment was observed to be cracked and the battery cap was observed to be stripped. A test cap was inserted and the pump was exercised for 24 hours without power loss. The pump was opened and no defects were found to the power circuit. Unrelated to the complaint the bolus button was loose and hard to push. The bolus button was removed and contamination was found under the button contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.